Event description:
Device 1 of 2. Reference MFR report#: 1627487-2012-05490. The pt was implanted with two leads (from the same lot). It was reported the pt was experiencing stimulation in the chest wall and arms. An impedance check was performed and low impedance was revealed. Reprogramming attempts were unsuccessful. Allegedly one of the pt's leads had migrated. During surgical intervention the doctor replaced both leads with a single lead. The doctor experienced difficulty placing the replacement lead. The doctor believes scar tissue was the cause. As a result, the pt's scs system was explanted. The scs system will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.